Event description:
Ous MDR - it was reported that the lead impedance rose to >3200 ohm. Pacing was unsuccessful. The sensing values were normal. No worsening of the patient's state of health was reported. Event and explant dates were not made available. It is unclear if this lead was explanted or if it is still implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.